Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 55 mg/dl at the time of the incident. The customer used the pump and was given intravenous fluids to treat. The customer experienced symptoms such as tremors, compressed muscles, loss of consciousness, and seizures. The customer was wearing the insulin pump during the incident. The customer reported pump physical damage to the battery compartment that resulted in the pump shutting off sometimes. Troubleshooting was not completed. The customer had highs of 630 mg/dl earlier that morning due to the pump shutting off. The customer used manual injections to treat the high. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08735 inches. Device was monitored for 24 hours and no blank display anomaly was noted. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. (B)(4).